Event description:
It was reported that the ventilator generated technical error codes indicating a power error and too high barometric pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a power error and too high barometric pressure. The field service engineer confirmed the reported technical error codes in the device logs. He replaced the dc/dc & standard connectors printed circuit board (pcb) to remove the power error. It was not possible to set he barometric pressure why the monitoring pcb also was replaced. The ventilator was returned to the customer and cleared for clinical use after passed tests. The replaced pcbs were returned to the manufacturer for further investigation. No device logs were received.the returned pcbs were installed in the reference ventilator one at a time. The dc/dc & standard connectors pcb worked without deficiency. The monitoring pcb immediately showed the reported problem with the reported technical error codes and ventilation couldn't be started. The barometric pressure was too high and it was not possible to adjust it. The problem was permanent. Electrical measurements showed that the output from the pressure transducer was too high causing the reported problem.the conclusion is that the barometric pressure transducer on the monitoring pcb was defective causing the reported failure. A design change was implemented in march 2008 to eliminate failure of an internal power supply when the pressure transducer fails. The returned monitoring pcb was manufactured before improvements were introduced. The issue will be detected during device start-up and ventilation cannot be started. If the issue occurs during ventilation, it would lead to stop of ventilation. Alarms will be generated.the returned dc/dc & standard connectors pcb worked without deficiency.

Event description:
Manufacturer's ref. #: (B)(4)..